Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, decreased battery longevity was noted on the device. Technical support was contacted, however it was undetermined whether the battery longevity decrease was due to premature battery depletion or an increase in the right ventricular lead and right atrial lead pacing outputs. The device was reprogrammed to resolve this event, and the patient will continue to be monitored. The patient was stable following this event with no adverse health consequences.